Event description:
The surgeon was using a burr to navigate and burr his starting points for facetectomies when the button on the adapter popped out of the adapter. Upon taking ap fluoro images the surgeon noticed a small spring that must have belonged to the adapter in the imaging and took it out of the patient. The adapter was removed from the tray and sent out for further investigation. The investigation concluded that a malfunction of the adapter had occurred. It is important to clarify that in this situation where the spring could have been left in the patient's body, it could theoretically result in an un-desire tissue response. The risk in a tissue response has been analyzed and was found to be nonhazardous to the patient's health over time. Since a device malfunction has occurred, it was decided to report this case.